Event description:
During manipulation and insertion attempts, the tip of the device sheared off and was not retrievable from the pt.

Manufacturer narrative:
The device was evaluated and found to be within specifications. A review of the device history records did not reflect any material or mfg discrepancies that would have contributed to this type of breakage. Simulation testing with the same type of device was performed to attempt to duplicate the breakage. Based upon the evidence from the evaluations and testing, this type of breakage is suspected to be user technique related. The device labeling warns against manipulation of the device with the catheter tip extended.